Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to an inadequate reprocessing procedure, but it was not possible to determine why it occurred due to the unknown handling status of the facility. It is concluded that the suggested event may have been prevented, as the instructions for use (operation manual) states the following which is considered relevant to this suggested phenomenon: ¿prior to reprocessing, check the concentration of the disinfectant solution using a test strip to verify that the concentration of disinfectant solution meets the minimum recommended concentration. Replace the disinfectant solution when it fails to meet the minimum recommended concentration or beyond the specified use life. If this check is not performed, the disinfection process may be ineffective.¿ in "3.11 checking the disinfectant solution concentration level ". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was not sent to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the subject device was reprocessed with disinfectants which could not be guaranteed to be effective due to implementation or improper concentration measurements. The customer was informed of proper concentration for disinfectant to be used with the reprocessor and proper operation of the reprocessor. There was no harm or user injury reported due to the event.